Event description:
An adverse event involving a jay 3 back was reported to sunrise medical on (B)(6) 2014. The dealer reported that the end-user has developed a stage 2 pressure sore on the left scapular region of her back. The dealer reported that the pressure sore is of significance and the end-user has been admitted into a wound center for treatment.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are rec'd, our internal failure investigator will complete the investigation and a f/u report will be filed.